Manufacturer narrative:
Date of report: 28jun2019. Date rec'd by MFR: 28may2019. The v60 stand was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the v60 stand revealed that the top platform assembly has a crack on the bottom collar. Visual inspection confirmed the reported condition - no further testing was required. The reported condition of a v60 stand with a cracked top platform was confirmed. Physical damage has caused the crack damage on the bottom collar of the top platform assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that new stand received had a damaged top the customer reported there was no patient involvement. Event date not specified: estimate used.